Manufacturer narrative:
(B)(4).

Event description:
It was reported the device could not be interrogated when the asymptomatic patient presented to the clinic for a routine check-up. Every attempt at a telemetry test was unsuccessful. There was no source of electromagnetic interference. The device was finally able to be communicated when using another programmer. The patient will return in six months for a routine follow-up. The patient condition is fine.